Manufacturer narrative:
(B)(4). Batch # n57d0c. The analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received unfired. Furthermore, the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a vats lobe procedure, the surgeon reported that he was coming across very thick tissue and the knife blade would not return. He tried using the reverse button several times and after three to four attempts he could get the device off tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Green reload.